Manufacturer narrative:
The suspected lvad thrombosis and the upgrade as 1a was previous reported under MFR# 2916596-2017-00749. Approximate age of device: 1 year, 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported on 04oct2018 that the patient was transplanted on (B)(6) 2017. The patient was upgraded as 1a status on heart transplant list due to a suspected lvad thrombosis. No further information was provided.

Manufacturer narrative:
Investigation summary: the report of suspected thrombus could not be confirmed. The patient was listed as 1a for heart transplant due to a suspected lvad thrombus. Per the vad coordinator, the pump will not be returned for evaluation. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.